Manufacturer narrative:
Customer reports laser has been burning patients recently. Customer tested in on their skin and they burned themselves - same thing happened with another staff member. The device has not been received for evaluation; the complaint could not be confirmed; the root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if new information becomes available.

Event description:
Customer reports laser has been burning patients recently. Customer tested in on their skin and they burned themselves - same thing happened with another staff member.

Manufacturer narrative:
The device was returned and evaluated by a technician unit ran multiple settings and the power output is within specifications. The unit is not overpowering. A verification file was ran and passed. The complaint could not be confirmed and the root cause could not be established.